Event description:
Product was riva star silver diamine fluoride. Immediately upon placement on tooth to arrest decay on a primary molar, inflammation and a chemical burn occurred. Shortly after placement there was redness at the gumline and on the vermillion border of the lip. Shortly hereafter there was some tissue slough at the gumline and a brown to black spot occurred on the lip. While gauze and cotton rolls had been used for isolation it was not adequate. Note: device 510(k) : k172047.